Manufacturer narrative:
Follow-up #1: date of submission 03/25/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: the keypad cover was intact with no evidence of peeling. All of the keypad buttons had a delayed response. The keypad cover was removed and evidence of contamination was visible under all of the key contacts. Unrelated to the complaint, evaluation revealed that the display screen had dim, discolored and fading lettering.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow and ok keypad buttons were sticking and intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.